Manufacturer narrative:
(B)(4): the facility biomed evaluated the device and was unable to duplicate the reported issue. Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The device users reported to the facility biomed that it was taking too long to charge energy and required one to press the shock button multiple times before engaging. There was no pt use associated with the event.